Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 26-apr-2017 from a nurse. This case concerns a (B)(6) patient (gender: not provided) who received treatment with synvisc one injection and had decreased range of motion right knee, right knee pain and right knee swelling on the same day. Patient also had aspiration of right knee joint after few days. Patient's medical history included hypertension, diabetic. Patient was allergic to hydrochlorothiazide/ irbesartan (avalide) and mirtazapine (remeron). Concomitant medications included salbutamol (albuterol), allopurinol, amlodipine, celecoxib (celebrex), aripiprazole, dapagliflozin propanediol (farxiga), atorvastatin, fluoxetine, camphor/menthol/ methyl salicylate (bengay muscle pain), gabapentin, isosorbide mononitrate, insulin glargine (lantus solostar), metformin hydrochloride (metformin), simvastatin and valsartan. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 6rsl032 and expiration date: jun-2019) in right knee for osteoarthritis. On the same day, patient had decreased range of motion right knee, right knee pain and swelling. On an unknown date in 2017, few days after receiving injection, patient had aspiration of right knee joint. On an unknown date, patient was recovered. Corrective treatment: cortisone for all events and aspiration of right knee joint for right knee swelling. Outcome: recovered for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 6rsl032 expiration date (06/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl032 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints in order to determine if a CAPA was required. Reporter's causality: related for all events. Seriousness criteria: required intervention for all events. Additional information was received on 15-may-2017. Global ptc number and ptc results were added. Pharmacovigilance comment: sanofi company comment for follow up dated 15-may-2017: the follow up information received doesnot change previous case assessment. Sanofi company comment dated 04-may-2017: this case concerns a patient who received treatment with synvisc one and later experienced joint range of motion decreased, right knee pain, had aspiration of right knee joint and right knee swelling. The events have been assessed as related to the suspect product on the basis of significant temporal relationship and site of reaction. Furthermore, reporting nurse has also assessed the events as related to synvisc one. The underlying osteoarthritis could also be a confounder in the case.

Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 26-apr-2017 from a nurse. This case concerns a (B)(6) year old patient (gender: not provided) who received treatment with synvisc one injection and had decreased range of motion right knee, right knee pain and right knee swelling on the same day. Patient also had aspiration of right knee joint after few days. Patient's medical history included hypertension, diabetic. Patient was allergic to hydrochlorothiazide/ irbesartan (avalide) and mirtazapine (remeron). Concomitant medications included salbutamol (albuterol), allopurinol, amlodipine, celecoxib (celebrex), aripiprazole, dapagliflozin propanediol (farxiga), atorvastatin, fluoxetine, camphor/menthol/ methyl salicylate (bengay muscle pain), gabapentin, isosorbide mononitrate, insulin glargine (lantus solostar), metformin hydrochloride (metformin), simvastatin and valsartan. On (B)(6) 2017, patient received treatment with intraarticular synvisc one injection, at a dose of 6 ml, once (batch/lot number: 6rsl032 and expiration date: jun-2019) in right knee for osteoarthritis. On the same day, patient had decreased range of motion right knee, right knee pain and swelling. On an unknown date in 2017, few days after receiving injection, patient had aspiration of right knee joint. On an unknown date, patient was recovered. Corrective treatment: cortisone for all events and aspiration of right knee joint for right knee swelling. Outcome: recovered for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter's causality: related for all events. Seriousness criteria: required intervention for all events. Pharmacovigilance comment: sanofi company comment dated 04-may-2017: this case concerns a patient who received treatment with synvisc one and later experienced joint range of motion decreased, right knee pain, had aspiration of right knee joint and right knee swelling. The events have been assessed as related to the suspect product on the basis of significant temporal relationship and site of reaction. Furthermore, reporting nurse has also assessed the events as related to synvisc one. The underlying osteoarthritis could also be a confounder in the case.